Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. The patient experienced inaccurate cgm values 6 days after the sensor was inserted in the abdomen. The patient initially reported on 05/31/2024 that he did not have cgm values for less than 3 hours. The hypoglycemic event happened during the sensor error. The patient had alternating ¿ and ?? And a few cgm readings in between. During a period with readings, customer entered a meal and got a bolus recommendation, so he increased the amount of insulin. When the patient was asked to restart the values returned. The patient then called back on 06/12/2024 stating that the values had not returned on the 31st of may, and that he was found unconscious by his son in law that afternoon. An ambulance was called, and he had been admitted into the hospital and when a fingerstick was taken the blood glucose reading was 34 mg/dl. Due to the event, the patient was suffering from diarrhea and subsequent dehydration. At the hospital, the sensor and pump were removed, but the patient did not receive insulin treatment 2 days later, the blood glucose reading went up to 597 mg/dl, and the patient switched on his pump. For the diarrhea, the patient was given electrolytes. The patient was hospitalized from (B)(6) 2024, at the time of the report, the patient was stable and recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.